Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00205: head, 3025141-2017-00207: stem.

Event description:
Because the stem portion of the arh slideloc radial head implant assembly was loose in the canal, the implants were explanted. The implants were intact.